Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and before the operation, the tip of the inner sheath was found damaged (broken) when trying to insert the inner sheath into the outer sheath. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
Per internal review on 14-jul-2025, it was identified that the h 6. Medical device problem code was updated from break (a0401) to insufficient information (a26). Due to the description of the issue being unclear, the nature of the failure cannot be identified. Multiple attempts were made for clarification. However, no response was received. Therefore, it was determined that the code of insufficient information (a26) is most applicable. As such, this event will no longer be considered MDR reportable against any biosense webster inc. Devices. Since this event has already been reported to FDA, bwi will continue to submit supplemental mdrs to FDA with any updates even though this event is no longer considered MDR reportable. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip was bumped. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device number lot 60000644 and no internal actions related to the complaint was found during the review. The bumped tip could be related to the device issue reported by the customer, the complaint was confirmed. The potential cause of the bumped tip could be related to the manipulation of the device and dilator during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).